Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13916. It was reported that the patient presented for remote follow up via merlin.net with stored episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. It was determined that the episodes were caused by loss of capture exhibited by the right ventricular lead. The patient was brought into clinic, where programming interventions were made. The patient was in stable condition.